Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd syringe luer-lok¿ tip have foreign matter on and inside the syringe. There was one report of a grayish substance inside the barrel of the syringe. There was report of a clear gel like substance on the outside of the needle that goes inside when suctioned. Some syringes had a dried residue on the rubber plunger, and some had a gel-like substance on the plunger. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd syringe luer-lok¿ tip have foreign matter on and inside the syringe. There was one report of a grayish substance inside the barrel of the syringe. There was report of a clear gel like substance on the outside of the needle that goes inside when suctioned. Some syringes had a dried residue on the rubber plunger, and some had a gel-like substance on the plunger. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: four sealed 10ml packaged syringes were received by bd and confirmed to be from batch #8001521,(B)(4).the samples were visually evaluated. The ¿gel-like substance¿ observed on the inside of the barrels is normal silicone content from the syringe assembly process. The observed amount of silicone is normal and expected amount for this product per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Investigation conclusion: root cause not defined since defects were not confirmed in samples received. No corrective actions recommended since product defect was not confirmed in physical samples received.